Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow during infusion of fluorouracil and sodium chloride. The total fill volume was 255 ml with approximately 219 ml remaining at the end of infusion. A chest height carrying bag was used. Flow was confirmed during priming and the solution was brought to room temperature prior to use. No drug crystallization was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured september 8, 2015 ¿ september 9, 2015. The device was received for evaluation with approximately 214 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test and a functional flow rate test were performed and the device operated within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.